Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was removed due to failed defibrillation threshold (dft) test. This lead was surgically explanted and replaced. No additional adverse patient effects were reported.